Event description:
A malfunction alarm with code malf 9 was reported by the customer, but there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur after the reset.